Manufacturer narrative:
(B)(4). Concomitant medical products: 010000670- g7 pps ltd acet shell 66i- 3822395. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported they were not able to seat the liner fully into the cup. A second liner was open and able to seat the cup successfully. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One g7 hi-wall e1 liner 40mm I item# 010000945 lot# 6181184 was returned and evaluated. Upon visual inspection the locking feature of the device was damaged prior to return. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.